Event description:
The physician felt resistance when attempting to remove the catheter following surgery. She stopped and tried again. The catheter slid out revealing that the distal end of the catheter remained in the leg. The physician used a scalpel to make a small incision and successfully removed the remaining portion of the catheter. The pt did not sustain any injuries or complications. Upon examination the catheter was found to have been nicked or sutured, which is contrary to the directions for use. Co does not expect any further info and considers this matter closed.